Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was reusing the cartridge. Tandem technical support educated the customer that cartridges are labelled as single-use products. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer.